Event description:
After a review of out files, it was decided that this MDR should be filed. Allegedly, during or at the end of a procedure, operating room staff heard hissing sound. Case was completed and room checked. It was found that a power cable (power cable: wuis87) had shorted and wires were arcing within the ceiling and entrance to boom location. Co2 line was damaged and was cause of hissing sound; co2 turned off. There was no report on the pt or procedure being conducted. The power cable is an accessory of the or1 essential neo device.

Manufacturer narrative:
The damage was caused by free-run cable compressed against the flange at boom entry at the ceiling compromising the cable integrity and causing a short. The shorted cable was adjacent to a co2 tube which subsequently melted enough to open up a leak. Ecri completed an investigation at the hospital site. Their conclusion of cause. Based on our inspection, and discussions with (B)(4), the cause of the fire in the incident room is likely excessive compression of the 12v sync-easy power line.